Event description:
The customer reported that when he dropped a processed biological indicator on the floor. When he picked it up, he stated that his thumbs were "burning and itchy." The contact area turned "white". He reported that he washed his hands three times.